Event description:
It was reported that during an implant, a pericardial effusion was noted. After a pericardiocentesis, the implant of the crt-d device continued. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.